Event description:
The blood glucose monitor was returned to the manufacturer for evaluation, and it was found the display is defective. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.